Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of the customer provided image shows a used q-fix with debris in the shaft. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft is detached and the driver is bent. Device was returned in two pieces. The debris noted in the customer provided image was not observed. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the knob will not rotate and sutures cannot be deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the debris include improper bone hole preparation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure with q-fix all-suture anchor, after deployment of suture anchor, a metal piece was still sticking to the anchor and would not detach. The procedure was successfully completed with non-significant delay using a back-up device. A new hole was drilled for the back up anchor. No patient injury or other complications were reported.